Manufacturer narrative:
Concomitant product: product ID 309328, lot # 0208706506, implanted: (B)(6) 2014, product type lead . (B)(4).

Event description:
A healthcare provider (hcp), via a manufacturer representative, reported the patient had pain at the level of the left buttock. No diagnostics/troubleshooting were performed. The patient was hospitalized (B)(6) 2015, the stimulator was reprogrammed, and the event resolved. The investigator assessed the event as serious, not linked to the stimulator, and linked to the procedure. Relevant medical history includes idiopathic functional urinary incontinence since 2000. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider of a clinical study via a manufacturer representative reporting that the event was related to the stimulation, and not related to the procedure. No further complications were reported or anticipated.